Event description:
Patient having issues with pushrod when trying to load cartridge to ms3. Patient did not have any side effects due to pump malfunction. (B)(4). Shipping replacement pump. No other information provided. Dose or amount: 28.5 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.